Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia. It was reported that the patient underwent a mesh revision/removal on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2010 and (B)(6) 2011 and a sling and an advantage sling were implanted. The dates of each product were not clarified. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent tvt midurethral sling procedure concurrently with cystourethroscopy on (B)(6) 2011 due to stress urinary incontinence after revision of previous midurethral sling by dr. (B)(6).